Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up, auto-mode switch episode was observed. Upon examination, it appeared to be far r-wave oversensing. Programming changes were made and no further oversensing was seen. The asymptomatic patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: manufacturer report 2938836-2020-01874 and 2938836-2020-01874-01, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).